Manufacturer narrative:
This follow-up report is being submitted to relay additional information in evaluation codes.

Manufacturer narrative:
Concomitant medical products: item #106054, rb ringloc shell, lot #267340, item #13-103208, taperloc femoral stem, lot #347030, item #xl-108524, arcom liner, lot #254620. Customer has indicated that the product will not be returned for investigation as the patient kept the explanted products. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision of a hip arthroplasty due to pseudotumor and possible trunnionosis approximately 5 years post-operatively. The head and liner were exchanged, no complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.